Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a yellow wrench came on upon plugging the mobile power unit (mpu) into the wall during first use. It was brought to clinic and the coordinator was unable to clear the alarm. The patient had to sleep on battery power until a loaner was given. The internal batteries of the mpu were checked and replaced without resolution of the yellow wrench, and a separate outlet also didn't resolve the alarm. The mpu would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6) alarming for a yellow wrench was confirmed. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power and the yellow wrench alarm was noted. The issue was traced to the power supply assembly, which was replaced. After the replacement, the mpu passed all functional testing and was returned to the customer. The replaced power supply assembly was returned to the product performance engineering group for further analysis. The assembly was connected to a known working test fixture, and the yellow wrench alarm was observed. The power output when connected to load was noted to be lower than expected, and a capacitor was noted to be nonconforming. The root cause of the reported event was determined to be due to a nonconforming capacitor on the power supply assembly. A corrective action was initiated to investigate this issue. The device is included in the heartmate mpu capacitor field action issued by abbott on 28feb2025. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. B) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, primary UDI number: corrected. Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) alarming for a yellow wrench was confirmed. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power and the yellow wrench alarm was noted. The issue was traced to the power supply assembly, which was replaced. After the replacement, the mpu passed all functional testing and was returned to the customer. The replaced power supply assembly was returned to the product performance engineering group for further analysis. The assembly was connected to a known working test fixture, and the yellow wrench alarm was observed. The power output when connected to load was noted to be lower than expected, and a capacitor was noted to be compromised. The root cause of the reported event was determined to be due to a compromised capacitor on the power supply assembly. A manufacturing task has been opened to further investigate this issue. The device history records were reviewed revealed no deviations with manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. B) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. B) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.